Event description:
It was reported that difficulty removing the 14f isleeve introducer sheath occurred. The left femoral artery was moderately tortuous and mildly calcified. Vascular access was obtained via a transfemoral approach in the left femoral artery as the right femoral artery was severely tortuous. A 14f isleeve introducer sheath was selected for use during a transcatheter aortic valve implantation (tavi) procedure. The 14f isleeve introducer sheath was advanced into position. A 20x40 non-boston scientific (bsc) balloon aortic valvuloplasty (bav) balloon was advanced through the 14f isleeve introducer sheath, and pre-dilatation of the native aortic annulus was carried out. Following the expansion of the bav balloon and advancement of the bav balloon back through the 14f isleeve introducer sheath, the 14f isleeve introducer sheath buckled. The 14f isleeve introducer sheath was slightly difficult to remove from the patient but was able to be removed successfully. A new 14f isleeve introducer sheath was then taken to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Media review: four photographic images were provided to aid in the investigation and were reviewed by a bsc engineer. The photographic images showed the 14f isleeve introducer sheath with blood on the outside of the device and inside the hub. There was kinking and buckling to the sheath noted with a seam expanded. Damage to the tip was also seen. The provided media was consistent with the reported event.

Event description:
It was reported that difficulty removing the 14f isleeve introducer sheath occurred. The left femoral artery was moderately tortuous and mildly calcified. Vascular access was obtained via a transfemoral approach in the left femoral artery as the right femoral artery was severely tortuous. A 14f isleeve introducer sheath was selected for use during a transcatheter aortic valve implantation (tavi) procedure. The 14f isleeve introducer sheath was advanced into position. A 20x40 non-boston scientific (bsc) balloon aortic valvuloplasty (bav) balloon was advanced through the 14f isleeve introducer sheath, and pre-dilatation of the native aortic annulus was carried out. Following the expansion of the bav balloon and advancement of the bav balloon back through the 14f isleeve introducer sheath, the 14f isleeve introducer sheath buckled. The 14f isleeve introducer sheath was slightly difficult to remove from the patient but was able to be removed successfully. A new 14f isleeve introducer sheath was then taken to complete the procedure. No patient consequences were reported.